Manufacturer narrative:
Recall report pulled 06nov2025 identified 43 devices from this lot as invoiced and shipped. Device utilization records (dur) were pulled 06nov2025 and identified 26 other devices from the lot as implanted. The complaint log was reviewed and did not identify any other complaints associated with lot lb1620172. A review of the device lot history record indicated the device was manufactured to specifications. The nonconformances would not likely contribute to the occurrence. The lot produced 50 devices. According to the device lot history record, all devices released for distribution met the final inspection specification requirements and sterilization requirements.

Event description:
On (B)(6) 2025, patient underwent a carpal tunnel revision with axoguard ha+ (lot unknown to rep; found with internal records as lb1620172) implantation. On (B)(6) 2025, patient underwent third carpal tunnel revision with a possible neuroma excision. Surgeon did not find any nerve damage or neuroma, instead there was only hypersensitivity around the surgical site. During 27-oct surgery, surgeon pulled out a piece of fatty tissue but did not explant the ha+. No cultures/pathology reported. No treatment information, surgical technique, or outcomes reported. Surgeon reported causality as possibly related. Axogen reported causality as unassessable. Based on the limited information and no cutlures/pathology reports, it is impossible to make a firm conclusion. We are unable to determine if other factors, such as surgical technique, comorbidities, or post-operative care contributed to this outcome.